Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the first photograph showed the product packaging, including the unit label. An initial visual observation of the second photograph showed the guidewire threaded through the introducer needle. The core wire of the guidewire was observed to be fractured. The coiled wire was observed to be stretched due to the core wire fracture. Use residue was observed on the guidewire and the introducer needle. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the stylet broke when they removed it from the patient due to an unsuccessful placement. No other information was provided.

Event description:
It was reported, the stylet broke when they removed it from the patient due to an unsuccessful placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.